Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was taken to the hospital by the emergency medical services as she was passed out. The customer's blood glucose level was unknown at the time of the event. The customer was reporting a past event. The customer reported that she was walking and had some juice and then passed out and woke up with the emergency medical services had taken her to the hospital due to being low. The insulin pump will not be returned for analysis.